Manufacturer narrative:
Date of event of the complaint is unknown. The event date reported on this report is the first date of the month that this complaint was created since a specific date was not reported.

Event description:
It was reported that at (B)(6) general. Dr (B)(6) performed revision of lgx due to mechanical failure. The reservoir was deactivated and left implanted and added a new one to the other side. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the ams700 lgx inflatable penile prosthesis (ipp) experienced a mechanical failure due to a tubing disconnect. The ipp reservoir was deactivated and left implanted. A new ipp reservoir was implanted on the patients other side. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient identifier updated: date of birth updated and age updated: sex updated: event description updated: initial reporter first name updated: date of event of the complaint is unknown. The event date reported on this report is the first date of the month that this complaint was created since a specific date was not reported. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 03:56 pm CT. The report number is being corrected from: 2183959-2018-61612 to: 2183959-2018-61550.

Manufacturer narrative:
Device evaluation: no malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. One cylinder performed within specifications. One cylinder had a hole in the outer tube that were the result of undetermined wear. Both cylinders were fully functional. The pump was not functionally tested due to contamination. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction.

Event description:
It was reported that the ams700 lgx inflatable penile prosthesis (ipp) experienced a mechanical failure due to a tubing disconnect. The ipp reservoir was deactivated and left implanted. A new ipp reservoir was implanted on the patients other side. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.